Manufacturer narrative:
The user facility has reported that the serial number of the chair was not known. If further details are obtained, a f/u report will be submitted.

Event description:
It was reported that the pt was unable to close the foot rest and as a result when attempting to leave the recliner, they lost their balance and feel while straddling the foot rest. It was reported that no serious injury occurred.